Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge pcb was evaluated and replaced. The cine hard drive was re-formatted and the system software and calibrations were also reloaded. The system was tested and returned to service for observation.

Event description:
The customer reported that the system was not capturing cine images. Additional information was received from the field service engineer confirming that the system was not saving the first portion of the cine run data. No patient serious injury or death was reported related to this event.